Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving intrathecal prialt 4 mg/ml at 1.1 mg/day via an implanted pump. It was asked but unknown when the event/difficulty occurred. It was reported the patient experienced symptom return of pain and an x-ray determined the catheter tip was not in the intrathecal space. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. A portion of the spinal segment was replaced on (B)(6) 2022 and discarded. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter; information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.